Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 133.6080 on 8015 ls unit account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in with error on 8015ls unit serial # (B)(4). Case resolution: tech has error code 133.6080 which has to do with backup speaker has failed will need to be replace but tech inform me right now the 8015 ls unit is working, explain tech if the error comes back up you will have to replace the backup speaker. Tech thank me for my assist.